Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of "failed to pace from the atrial port" the unit was received mechanically in tact and passed its incoming testing. The unit will be cleaned and inspected, calibrated and retested on the automated test system.

Event description:
It was reported that the external pulse generator failed to pace from the atrial port. The generator has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.